Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2016-01004. It was reported the patient experienced ineffective stimulation from his scs system. As a result, surgical intervention is planned for a later date to address the issue.

Event description:
Device 1 of 2: reference MFR. Report #1627487-2016-01004 . Additional information received identified the patient does not wish to move forward with surgery or any further intervention at this time to address the issue.